Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent initial knee arthroplasty on an unknown date. Subsequently, the doctor could not seat the poly properly and another device was used to complete the procedure. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination indicates that the device exhibits signs of use (nicked or gouged) and the dovetail feature is flared and compressed. Dimensional examination indicates that the device conforms to the measurable print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to the dovetail is flared and compressed, this is an indication of misalignment between the inserter and the implant. The root cause is attributed to use error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.